Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated the total system was removed in (B)(6) 2017. The patient reported that after the ins removal they still have pain in the nerves on the right side and the current managing doctor doesn¿t have them on any pain medication. It was reported the stimulator only work one side.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977c165 , serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's leads and implantable neurostimulator (ins) were replaced to upgrade the system to be MRI safe. No device issues were alleged and no patient symptoms were reported regarding the patient's prior non-MRI compatible system. It was reported that since the patient had been in recovery, they had not been able to move their legs due to possible hematoma. The patient was taken back into surgery. Additional information received from the rep on 15-oct-2016 reported that the patient was implanted with surgical lead on (B)(6) 2016 and after a short time in recovery he was unable to move his legs. The patient was brought back into the operating room because he had a big hematoma under his incision where the lead was placed. The incision was reopened and flushed out, but the patient was still unable to move his legs. The lead was disconnected and removed. The patient was able to move his legs at that time. The doctor had wondered if an MRI could be done with only the battery, with the plugs attached, remained in the patient's body. After finding out it could not, a percutaneous lead was placed and tested. Another percutaneous lead had been attempted, but it caused too much pain for the patient. An impedance check was done with no abnormalities. The patient recovered well and stayed overnight. He was seen by my another rep the next day and the patient had been receiving great stimulation coverage with one percutaneous lead. No device issues were alleged regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.